Event description:
Info received indicates the casters will continue to swivel after the brake is set.

Manufacturer narrative:
The tech replaced the connecting rod, brake activation weldment and brake pedal to repair the stretcher.